Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging obtaining an inaccurate high control solution result. The reporter claimed obtaining a control solution result of ¿96 mg/dl¿ which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional test performed on the test strip vial was to check the structural integrity. The structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information that was documented in follow-up #1. (B)(4).

Manufacturer narrative:
The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests failed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.